Event description:
It was reported that the ilet pump¿s sleep/wake button was intermittently unresponsive, preventing the user from turning on or unlocking the pump until they warmed their fingers; the user associated this with finger neuropathy, and there were no alerts or alarms and no blood glucose impact. Symptoms included insufficient information regarding clinical effects. Outcomes included insufficient information regarding health impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an electrical problem associated with an unresponsive key/button, with the implicated component being the switch/relay. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.